Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 240 mg/dl. The customer stated that the insulin did not ext exit. The customer was advised that the alarm was cause by set/reservoir connection. The customer was advised to replace infusion set and reservoir connection.